Event description:
It was reported that the patient presented to the emergency room after experiencing pocket stimulation. The next day on (B)(6) 2017 the device was interrogated where low impedance was observed on the right ventricular lead. The low impedance caused a programming switch which caused the pocket stimulation. The device was reprogrammed. The patient remained stable pre, during and after the reprogramming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented in clinic on (B)(6) 2018. Upon review of the electrocardiograms noise, and impedance remained low was noted on the right ventricular lead. Review of an x-ray from the previous year noted nothing abnormal on the lead. It was suspected that the lead had possible insulation breach. The patient was stable before, during and after. No intervention performed.

Event description:
New information noted that the lead was capped and replaced on 03/18/2019. The patient was stable before, during and after the procedure.